Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a manufacturer representative (rep) regarding a patient receiving morphine (10 mg/ml, unknown dose) and ziconotide (3 mcg/ml, unknown dose) via an implantable pump for malignant pain. Information received reported three motor stalls and recoveries were observed in logs pulled on (B)(6) 2019. The rep stated there was a history of other stalls and recoveries and the patient was not exposed to any unique environments. The patient has been at home when these occur. The pump was replaced on (B)(6) 2019. No symptoms were reported. No further information provided.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found no anomalies. The returned device passed all testing in the laboratory and no anomalies were identified. The previously reported method code no longer applies to this event and has been updated. The previously reported results code no longer applies to this event and has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-14, additional information was received. The patient's weight was provided.